Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the primary operative notes do not indicate anything out of the ordinary. The revision operative notes indicate that the tibial component was loose and was able to be removed without any bone loss. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. With the info provided a definitive root cause cannot be determined. However, the complaint maybe revised upon return of x-rays and/or product or further info. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that pt experienced knee pain and loosening, and was revised.